Manufacturer narrative:
Film evaluation results are: the cause of the contrast seen distal to the left/contra limb appears likely due to disease progression; iliac artery dilatation. The exact cause and source of the contrast seen within the proximal neck is unknown. It is possible that the likely cuff infolding and the short remaining proximal seal length may have contributed to a possible proximal type I endoleak.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 54 mm in diameter abdominal aortic aneurysm. It was reported that a CT scan done approximately two years and five months post index procedure revealed a distal type I endoleak from the left limb extension. The left limb extension had lost seal distally. Per the physician, the cause of the loss of seal leading to distal type I endoleak was due to patient anatomy, disease progression and vessel enlargement. The left common iliac artery distal to the left limb extension measured 32 mm in diameter. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.